Event description:
It was reported that, "pt stated that they had knee pain. Obvious wear on both pieces noticed when they were removed."

Manufacturer narrative:
An evaluation of the device cannot be performed, as the device was not returned to the MFR. Should device become available, the evaluation summary will be submitted in a supplemental report.